Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, a definitive root cause of the observed corrosion could not be determined, however, the issue was likely the result if insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the colonovideoscope was observed to exhibit corrosion on the device distal end and on the light guide lens. There was no patient involvement, and no harm was reported as a result of the event.